Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a monitor board flex cable that was not properly seated. The monitor board flex cable was reseated and secured to resolve the report. The device will undergo recertification testing if the repair estimate is approved. Analysis for the report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.